Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling properly. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device was returned back to the manufacturer site for investigation. Results revealed that the device does not cool because the refrigeration circuit on the evaporator is leaking and therefore there is no refrigerant or only a small amount. This is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This will cause damages to the cooling compressor. Corrective action is already in place for this issue. The erosion kit upgrade is installed on the device and includes the new design of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than one year after the upgrade and most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device was returned back to the manufacturer site for investigation. Results revealed that the device does not cool because the refrigeration circuit on the evaporator is leaking and therefore there is no refrigerant or only a small amount. This is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This will cause damages to the cooling compressor. Corrective action is already in place for this issue. The erosion kit upgrade is installed on the device and includes the new design of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than one year after the upgrade and most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling properly. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on investigation findings, the complete cooling system must be re-assembled. The customer decided to not repair the device and asked to return the device.